Manufacturer narrative:
(B)(4).

Event description:
This rv lead had capture threshold of less than 1 volt at implant but it increased to 1.6 volts one day post operation. The patient had a temporary pacing lead in the rv which the physician thinks may have dislodged this ICD lead. Sensing and impedance values are good. The physician has recommended a revision. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.